Event description:
During an off pump procedure, the suture was caught on top of serrated edges of swivel mount of the vacuum stabilizer resulting in the needle driver to lift up and causing a tear on the lima. The tear was repaired and no additional patient complications were reported.